Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed on the sealing of the dialyzer's venous cap. The estimated blood loss for the patient was 100ml. The treatment resumed with a new dialyzer from a different batch. The nurse informed that the issue was observed during the dialyzer's first use, and the dialyzer was not reused. The nurse informed that the dialyzer passed a leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). Additional information: this complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. However, a retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.